Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving unknown drug via an implantable pump. The indication for use was for non-malignant pain. The healthcare provider (hcp) was having troubles at a refill, and they thought the reservoir valve was locking up. However, the company representative (rep) was unsure if the trouble was with aspirating the residual medication or filling the pump with new medication. An agent reviewed options to attempt to unlock the reservoir valve and complete the refill. The rep was not with the patient and stated that he will call back if further assistance is required. The rep reached out again and stated that the drug was morphine 7500 mcg/ml and bup 40000 mcg/ml and they were going to replace the pump due to aspirating out 2 ccs and then having an issues getting it back in. Since there was drug in the reservoir, the patient will receive drug but plan to replace the pump and send it back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the actions/interventions taken to resolve the issue was they tried flushing the reservoir without success.